Manufacturer narrative:
The device was received and evaluated. No damages or defects were observed with the pod that would cause infection. The exact cause of the reported infection could not be determined. The linkage assembly was found to be not fully retracted before opening the pod and the formed needle was visible in the exposed soft cannula. After opening the pod the linkage assembly fully retracted and score marks were found on the top housing. This indicates a misalignment between the linkage assembly and top housing which caused the formed needle to not fully retract. Performed DHR review for device level lot number l45104. No deviations or ncmrs were recorded for this post sterile lot qual release.also conducted DHR on the soft cannula, formed needle, and adhesive pad and no deviations or ncmrs were found for these components. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 25 mmol/l (450 mg/dl). While the pod was worn on the arm for between 4 and 24 hours, an infection was noted. Symptoms included pain and pus from the infusion site.